Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the circular seal was cut. The trocar, cannula and envelope seal appeared intact. Pmv performed functional testing, the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic cholecystectomy procedure, when introducing a laparoscopic instrument, it was commented that the membrane ruptured and the co2 started to leak. The hole in the valve was obstructed with the surgeon's finger to stop co2 from leaking to resolve the issue in order to complete the case. It was reported that there was no patient injury.